Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received second series of beeps and numbers appeared on the insulin pump screen during prime and no insulin coming out. The customer¿s blood glucose level was 290 mg/dl at the time of the incident. Customer stated that she got the no delivery during prime. Customer stated that the insulin did exit. Customer stated that the insulin pump did not alarm no delivery when they reinsert reservoir into insulin pump and run manual prime to at least 5.0 units. The insulin pump will be returned for analysis.